Event description:
High power alarms, high flow and low flow. Pump stoppage. Patient had high power and high flows. Started on high dose heparin despite therapeutic ptt. Continued with high power and high flow. Pump stoppage/failure. Patient required ICU care, inotropics, manufacturer troubleshooting. Pocket controller changed and still had continuing increased power alarms.